Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
It was reported the patient ipg battery has depleted and it is unknown if it prematurely depleted. As a result, surgery may occur in the future.

Event description:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction.